Event description:
A pt received a burn on her face from the nasal cannula that was delivering oxygen during the surgical procedure. It is felt what may have happened is the surgeon accidentally touched the plastic nasal cannula, making a hole in the cannula and the spark of the cautery may have caused a "flash" burn from the oxygen. No other burn sites noted.